Event description:
It was reported that difficulty was encountered during a proximal sfa stenting treatment procedure. Resistant was felt during deployment of the sentinol nitinol billary stent causing the stent to be positioned outside the target lesion. An angiogram was performed and the stent was successfully repositioned in the target lesion. No patient injuries or complications were reported. The patient status was reported as 'fine'.